Event description:
The customer had contacted beckman coulter, inc (bec) to report that a barcode was misread on their coulter gen-s system. The pt sample identification numbers matched with the numbers in the customer's lis (laboratory info system). Pt sample results were released from the laboratory. There was no impact to pt sample results or pt treatment associated with this event.

Manufacturer narrative:
The two impacted pt sample identification numbers misread the number "3" as "$". A field service engineer (fse) was dispatched to the customer's site. The fse verified the bar code read rate and performed service to the instrument. The fse observed that the bar code labels being used by the customer were of poor quality. It was determined that the checksum digit was disabled. Product labeling contains the following recommendation regarding the checksum algorithm: "beckman coulter, inc strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy." The root cause for this event is attributed to not using the checksum algorithm and not using bar code labels of sufficient quality. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.